Event description:
It was reported the unit had a burn hole in the fabric foundation.

Manufacturer narrative:
It was reported the unit had a burn hole in the fabric foundation. Our inspection revealed that the internal components designed to restrain the heater wire had been dislodged, although we found no other indications of misuse. This allowed the loose heater wire to tangle together, creating an area of excessive heat, which had damaged the fabric foundation. We were unable to determine the cause of this report.